Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a large deep mark was noted on the lens. The surgeon reported the mark affected the final visual outcome due to the streak in the field of vision for this patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).